Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the recipient report appear to match the damage found. This is final report.

Event description:
Hearing performance with the device is affected. It is unknown if an accident or a trauma has occurred. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. It is unknown if an accident or a trauma has occurred. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Hearing performance with the device is affected. It is unknown if an accident or a trauma has occurred. Re-implantation is planned. No date has been set yet.